Event description:
The user reported that the rotator broke apart on injection. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: the suspect device has not been returned for evaluation. The user was unsure of the exact lot number the device came from. One possible lot was reported by the user. H266477, expiration date: 07/31/2014, device manufacture date: 08/2011. A follow-up report will be submitted when the evaluation has been completed.